Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6 cm long stent of an 8mm x 60 mm 190cm smart radianz vascular stent system was deployed by about half of that, 3 cm, it had progressed to the peripheral side, so the procedure was stopped, and fluoroscopy was turned off. When fluoroscopy was resumed, it was found that the remaining 3 cm had been deployed, and the stent was in place, even though the thumb wheel had not been touched. Comparing the images before and after fluoroscopy was turned off, the brite tip radianz, which was in the common iliac artery, had been pulled forward and was in the aorta. The doctor stated that the unknown guiding catheter had been pulled or had bounced, why may have caused the stent's outer sheath to move down. There were no reports of patient injury. The smart stent was used for the stenosis of the external iliac artery. Using a left radial artery approach, the 110cm brite tip radianz was delivered to the common iliac artery just before the lesion. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when the 6 cm long stent of an 8mm x 60 mm 190cm smart radianz vascular stent system was deployed by about half of that, 3 cm, it had progressed to the peripheral side, so the procedure was stopped, and fluoroscopy was turned off. When fluoroscopy was resumed, it was found that the remaining 3 cm had been deployed, and the stent was in place, even though the thumb wheel had not been touched. Comparing the images before and after fluoroscopy was turned off, the brite tip radianz, which was in the common iliac artery, had been pulled forward and was in the aorta. The doctor stated that the unknown guiding catheter had been pulled or had bounced, why may have caused the stent's outer sheath to move down. There were no reports of patient injury. The smart stent was used for the stenosis of the external iliac artery. Using a left radial artery approach, the 110cm brite tip radianz was delivered to the common iliac artery just before the lesion. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. A non-sterile ¿smart radianz 8x60 190cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. The stent was fully deployed and not returned for analysis. The device was received with the mechanism in a fully deployed position. A separation was observed approximately 118 cm from the distal tip. No other anomalies were noted during the visual inspection. The usable length of the unit could not be measured due to the separation, which prevented accurate measurement. Functional analysis could not be performed because the separation prevented reassembly to its original manufacturing configuration. Consequently, the deployment mechanism could not be evaluated as it was compromised by the separation. High-magnification evaluation confirmed the separation observed during the visual inspection. Microscopic analysis revealed micro-elongations on the separated surfaces, indicating possible mechanical stress. No further anomalies were noted during the high-magnification inspection. The reported ¿stent delivery system (sds) deployment difficulty - inaccurate placement¿ could not be verified due to the nature of the event as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Subsequently, an ¿inner shaft separated¿ condition was observed 118cm from the distal tip and the remaining portion of the device was not returned with the product for analysis. The exact cause of the events could not be conclusively determined. The usable length and functional analysis could not be performed due to the separated condition in which the device was received. Sem analysis revealed evidence of elongations and plastic deformations associated with material tensile overload on the separated edges. Therefore, based on the information available for review, the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Vessel characteristics, along with procedural factors and handling of the catheter as described likely contributed to the damages reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿stent placement: if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent. Insertion of guiding sheath or guide catheter and guidewire: a. Access the treatment site utilizing the appropriate accessory equipment compatible with the 6f (2.0 mm) delivery system. B. Place a 6f guiding sheath of an appropriate length (110cm for a 150cm long device and a 135cm for a 190cm long device) with an internal diameter of at least 2.2 mm. C. A brite tip radianztm guiding sheath is highly recommended. D. Place an .018¿ (0.46 mm) guidewire of sufficient length across the lesion to be stented via the guiding sheath or guide catheter. Introduction of stent delivery system: a. Ensure the safety lock is still in place. B. Advance the device over the guidewire through the hemostatic valve and guiding sheath to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. The handle should not be rotated during insertion or removal. Caution: always use a guiding sheath for the implant procedure to protect puncture site. A guiding sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target lesion site. Post-deployment stent dilatation: a. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the guiding sheath and out of the body. Remove the delivery device from the guidewire. Do not rotate the handle during withdrawal. Note: the guide wire lumen will be exposed upon removal of the device from the sheath. Be sure that distal tip is visible outside of the hemostasis valve before attempting to grasp the guide wire. B. Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed. Note: only areas within the stent length should receive post-deployment balloon dilatation. C. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post-dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.